Event description:
It was reported that log file analysis revealed numerous low flow alarms with high pulsatility index (pi) readings on (B)(6) 2021. It was also reported that the patient was having frequent ventricular tachycardia (vt) episodes. It was reported on (B)(6) 2021 that the patient was admitted and transferred to the cardiac intensive care unit (cicu) where lidocaine drip was started. The patient's low flows were thought to result from the vt at times and to be caused by hypovolemia at other times. The patient was pre-syncopal at the time of the event. Their arrhythmia existed prior to ventricular assist device (vad) therapy and they had an implanted cardioverter-defibrillator which was implanted prior to vad therapy as well. The patient's ICD had been implanted in 2013. Their low flows greatly decreased following treatment with lidocaine bolus. The patient was then put on sotalol. The patient was to be discharged on (B)(6) 2021. It was additionally reported on (B)(6) 2021 that the patient experienced further pi events from (B)(6) 2021. Further low flows with high pi values were also captured on (B)(6) 2021. It was additionally reported on (B)(6) 2021 that the patient was having frequent low flows. The patient's mean arterial pressure was 62 and the patient was euvolemic. The patient was treated with albumin and was to be evaluated for inflow/outflow occlusion. It was additionally reported on (B)(6) 2021 that the patient's ventricular tachycardia admissions were not believed to be device related. The patient had been discharged on (B)(6) 2021 and was readmitted on (B)(6) 2021, before being discharged on (B)(6) 2021. The patient was then readmitted on (B)(6) 2021 and was planned to be discharged on (B)(6) 2021. Computed tomography (CT) scan results did not find an occlusion and the results were stable from the patient's last CT scan. It was reported on (B)(6) 2021 that the patient had received a low flow software upgrade.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the submitted log file data. Although the account communicated the low flow alarms were likely due cardiac arrhythmia/hypovolemia, a specific cause for the change in pump parameters cannot be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) and the reported events (cardiac arrhythmia, syncope, and patient condition) cannot be conclusively determined. The controller event log file contained data spanning from (B)(6) 2021 at 02:14:24 to (B)(6) 2021 at 15:30:18, per the timestamp. Intermittent low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 12 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured. Controller event log file contained data spanning from (B)(6) 2021 at 13:35:08 to (B)(6) 2021 at 13:27:45, per the timestamp. Intermittent low flow events were captured on (B)(6) 2021, beginning at 13:19:11, when the estimated pump flow was calculated to be below the threshold of 2.5 liters per minute (lpm). A total of 2 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured. Controller event log file contained data spanning from (B)(6) 2021 at 07:27:03 to (B)(6) 2021 at 15:47:55, per the timestamp. Intermittent low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.5 lpm. A total of 12 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured. The controller log files appeared to have captured the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 outlines all system alarms and the recommended actions associated with them. The heartmate 3 left ventricular assist system patient handbook, rev. C, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians, rev. C, contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers, rev. C, contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient was being worked up for inflow cannula/outflow graft occlusion in the setting of low flows and a recent outflow graft stenting procedure (2916596-2021-05352).